Manufacturer narrative:
No device sample was returned for analysis and no lot details provided. Based on available information, no root cause could be established. The relationship between the coopervision device and the incident could not be confirmed.

Event description:
This incident was reported to the manufacturer by the end user, limited information has been made available. The patient alleges to have experienced an unspecified reaction while using the contact lenses which they state resulted in a corneal abscess. Good faith efforts have been made to obtain additional information without success, as of the date of this report additional information is unknown. This incident is being reported in an abundance of caution due to the unknown nature, severity, treatment, or resolution of the alleged abscess experienced by the user. Should additional information become available, a follow-up report will be submitted as appropriate.